Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump¿s sleep/wake button was unresponsive, and the family had attempted a restart while the pump battery was low; they were advised to charge the device above 50 percent and recheck button responsiveness. Symptoms included no reported changes in blood glucose. Outcomes included no alerts or alarms and no need for medical care. Investigation included troubleshooting and user education focused on charging the device and retesting the button. Investigation of this case revealed a suspected user-interface responsiveness issue potentially associated with low battery status, with no impact to glycemic control observed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.